Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up keypad button was under-responsive.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/09/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 07/01/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up keypad button was intermittently responsive. There was evidence of keypad contamination found under the up, down, and contrast key contacts. Unrelated to the complaint, investigation revealed the display screen was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.